Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It should be noted the IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressure should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. There is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the distal left anterior descending artery. Pre-dilatation was performed. The 2.75 x 28 mm xience v stent was deployed at 22 atmospheres (atms) and a dissection occurred. Post-dilatation was performed with a non-compliant non-abbott balloon dilatation catheter and a non-abbott stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.